Event description:
The administration set w/spike used for the sabratek 6060 homerun pump has a tendency for the spike to break in half while spiking IV bags. The spike has also broken after storage in the refrigerator (cold temps appear to render the spike more "brittle" and susceptable to breaking). This problem results in significant waste of drug and supplies as well as labor for recompounding and add'l deliveries. This product defect does not appear to be lot specific as it has occurred with several different lot #s.